Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system dongle was found to be unsecured. It was thought the e-stop mode, which would not allow the pendant to respond. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that it was making loud noise when turned on and the control panel was not responding. There was no patient involved.